Event description:
Customer reports meter results of 298 mg/dl, 287 mg/dl, 110 mg/dl, 128 mg/dl, and 201 mg/dl within 10 mins on the aviva sys. Customer reported no symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.